Manufacturer narrative:
Title: assessment of the melody valve in the mitral position in young children by echocardiography citation:the journal of thoracic and cardiovascular surgery 2016: pii: s0022-5223(16)30828-5 authors:lindsay r. Freud, gerald r. Marx, audrey c. Marshall, wayne tworetzky, and sitaram m. Emani 2016-07-25 of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding mitral valve replacement (mvr) in young children with a melody transcatheter pulmonary bioprosthetic valve (tpbv). All data were collected from a single center between march 2010 to march 2015. The study population included 24 patients (predominantly male); mean age 8.5 months; all of whom were implanted with medtronic melody transcatheter pulmonary bioprosthetic valve (tpbv) (serial numbers not provided). Among all patients, 1 death occurred, which included: sepsis 10 months post implant among all patients, adverse events included: mild mitral regurgitation, mild paravalvular leak (pvl); permanent pacemaker for complete heart block (chb), replacement of melody at a median age of 15.2 months with a traditional tissue valve for: late endocarditis, perforation of a leaflet, possible stent fracture, paravalvular leak (pvl) not responsive to balloon valvuloplasty and elective valve upsizing concomitant with a ross procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.